Manufacturer narrative:
G4:07jan2021. B4:18jan2021. Information was received that the patient was placed on an alternate therapy when the issue occurred. The customer reported to have disconnected the circuit/filter at the machine which caused a short audible alarm and then would go into standby. The customer was advised by the service engineer that due to the software version that the ventilator has when the humidifier is in patient circuit, they need to disconnect circuit at gas outlet port and proximal port on device to put in to standby. The ventilator was return to use with no other issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
It was reported that the ventilator would not go into standby mode when taking mask off the patient. Reportedly, the unit stated that it "cannot go into standby because the patient is still connected." This occurs only when the mask is pulled. The unit goes into standby if the circuit is pulled at the machine (before the humidifier). The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.